Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited loss of capture. A lead revision was performed and it was noted that this lead was previously revised six weeks earlier. The physician preferred to implant an active fixation lead and this lead was explanted. Other than the procedure, no adverse patient effects were reported.